Event description:
Patient has radiation burn to back from prolonged exposure during a cath lab procedure - fluoro time was 139 minutes. Additional information about the radiation dose is not yet available - will send in an updated report once we receive the data from ge.